Event description:
It was reported that this right ventricular (rv) lead presented an elevation in its capture threshold measurements, so it was revised and repositioned a few days after it was implanted, with optimal measurements obtained. No additional adverse patient effects were reported.